Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from four and a half years to one year in a twelve-month time period. A request was made to have data from this device analyzed but technical services (ts) explained that there was no data to analyze on the latitude server as the patient communicator was not set up. After set up, the sales representative indicated that the patient performed a transmission. Later, data analysis was performed and it was confirmed that the battery appears to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from four and a half years to one year in a twelve-month time period. A request was made to have data from this device analyzed but technical services (ts) explained that there was no data to analyze on the latitude server as the patient communicator was not set up. After set-up, the sales representative indicated that the patient performed a transmission. Later, data analysis was performed, and it was confirmed that the battery appears to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device was explanted and returned for analysis.